Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. The information for the 510k is as follows: g4. PMA/510(k)#: eua(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, negative results for one (1) patient were obtained from a veritor analyzer. However, the user questioned the analyzer results as the patient was symptomatic and lines were visually observed on the test cartridge. Due to a line at the flu b mark, the user interpreted the result as flu b positive. The patient was recollected using a new swab and test cartridge. The veritor analyzer again provided negative results and it was stated the test cartridge visually "looked normal" without any additional lines. It should be noted the action of visual interpretation of a test cartridge is considered off-label use of the product. The user stated that no confirmatory testing was performed. There were no health impact or consequences reported. Eua(B)(4)